Manufacturer narrative:
Multiple attempts for product return and quests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Event description:
It was reported that the customer is experiencing failures with the spo2 patient cable in which they use with drager delta monitors. Additional information received indicated that the readings just stopped and there was just a baseline on the monitor. There were no pr and spo2 readings displayed. The customer checked the sensor and another cable and it worked. They checked the cable with a new sensor and it did not work.